Manufacturer narrative:
Correction: b5- provided clarification for the event description for the user concern.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, two left ventricular leads were attempted to be backloaded but the wire pierced the s-curve of the leads prior to being placed in the body. A third lead was used and successfully implanted. It was noted that the physician incorrectly backloaded the leads and was abrupt in their maneuvers; however, they alleged concern with the leads. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.4 cm. Visual inspection found a hole on the lead body insulation at the distal region consistent with perforation of guidewire. The cause of the reported events was due to lead body insulation perforated by guidewire consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-07330 . It was reported that the patient presented for an initial implant procedure. During the procedure, two left ventricular leads were attempted to be backloaded for implantation but the wires used pierced the s-curve of the leads. A third lead was used and successfully implanted. The patient was in stable condition.